Event description:
The customer reported an alarm and insulin shooting out of the tubing during the manual prime. The customer checked the drive support cap, and noticed that it was protruding from the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with prime alarms during basic occlusion test due to protruded/loose drive support disk. The insulin pump had missing display window and end cap sticker.